Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (device not powering on properly) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the trunk cable connector j702 on the distribution node pca, and damaging the yellow (pgnd), black (main batt) and green (+3.3v) wires, causing a short. The short resulted in excessive current and the inability of the device to power on properly. The root cause for the damaged cables was physical abuse. Device evaluation of monitor (B)(4) has been completed. The reported problem (device not powering on properly) was investigated. Upon investigation the monitor was unable to properly communicate with an electrode belt. The monitor was able to power on but was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Investigation into similar events has shown that the u612 damage can be caused by the observed damage to the electrode belt trunk cable. No adverse event resulted from the defective electrode belt and monitor. Device manufacture date: (B)(4): 04/18/2011; (B)(4): 07/12/2016.

Event description:
A us distributor reported that a patient's device was unable to power on properly.